Manufacturer narrative:
The resolution to the reported issue was confirmed through phone call with technical services (ts). This prompted no on-site evaluation to be performed on the imaging system by the manufacturer. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system prompted them to calibrate the motion. The reported incident occurred before the confirmation spin. The doctor elected to not perform a confirmation spin and the radiologic technologist (rt) completed the calibration. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.